Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history review revealed an f38 alarm was recorded. A power on self-test was performed and the device presented an f38 alarm. The device did not meet specifications requirements. The cause was due to damaged force sensing resistors (fsr¿s). The reported condition was verified. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred, however, the alarm was identified prior to use on a patient. There was no patient involvement, therefore, no report of patient injury or medical intervention associated with this event. No additional information is available.